Manufacturer narrative:
This report is submitted on march 26, 2024.

Event description:
It was reported that the patient accidentally ingested a disposable battery. The battery lock on the cp1000 sound processor was reported to be broken. The patient was brought to the operating room and a scope was used to remove the ingested battery. The patient recovered and a new sound processor was sent to the patient.